Event description:
A needle broke inside the pt while performing the procedure. After taking an x-ray, the dr palpated the area and the needle could be felt. A small incision was made and the broken part of the needle removed.